Manufacturer narrative:
B2: unknown; no information has been provided to date. B3: unknown; no information has been provided to date. Per reporter, the devices are not available for investigation as they are being retained at the facility as part of the police investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Per reporter, this is one of eight cadd-solis pumps involved in one or more patients' death, which are now part of a police case. A nurse is being investigated as the cause of the patients' death. The reporter has informed us that there is no evidence of a product defect contributing to these incidents. Per reporter, no additional information about the number of affected patients, or any details surrounding the incidents, or the investigation, can be shared with us at this time. Per reporter, the devices are not available for investigation as they are being retained at the facility as part of the police investigation.

Manufacturer narrative:
D9: product received date: 26-july-2024 h3: one device was returned for evaluation in good condition. Visual evaluation found no physical damage to the pump. The downstream occlusion (dso) seal was delaminated. Service history review identified the complaint was not related to a previous service of the device within the review period. The dso seal was replaced. The device passed functional and delivery tests.